Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump received with cracked battery tube threads, cracked case battery tube, missing display window cover and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked and no screw thread in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.